Event description:
Reportedly, the problem with the subject programmer is that it is non-functional.

Event description:
Reportedly, the problem with the subject programmer is that it is non-functional.